Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records and photos were received and reviewed. Approximately, three years later the filter was retrieved successfully. During course of retrieval a filter leg became dislodged from the filter. During the course of visualization, the filter strut migrated into upper pole right renal vein. CT o the same day revealed the fractured piece of the filter appears to be positioned in the inferior right ventricle extending to near the apex of the heart. Imaging showed perforation of inferior free wall into the pericardium. This was later identified to have migrated along the inferior aspect of the left ventricle. Eventually, the filter strut was removed successfully. Therefore, the investigation is confirmed for filter limb detachment. Based on the photos received, the filter limb was detached and was retrieved. Therefore, the investigation is confirmed for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 08/2016. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter detached at the time of filter removal and the fractured filter strut migrated to left ventricle. The device was removed percutaneously and the fractured strut was removed via an open chest procedure. The patient reportedly expired.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter detached at the time of filter removal and the fractured filter strut migrated to left ventricle. The device was removed percutaneously and the fractured strut was removed via an open chest procedure. The patient reportedly expired.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records and photos were received and reviewed. Approximately, three years later the filter was retrieved successfully. During course of retrieval a filter leg became dislodged from the filter. During the course of visualization, the filter strut migrated into upper pole right renal vein. CT on the same day revealed the fractured piece of the filter appears to be positioned in the inferior right ventricle extending to near the apex of the heart. Imaging showed perforation of inferior free wall into the pericardium. This was later identified to have migrated along the inferior aspect of the left ventricle. Eventually, the filter strut was removed successfully. Therefore, the investigation is confirmed for filter limb detachment. Based on the photos received, the filter limb was detached and was retrieved. Therefore, the investigation is confirmed for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 08/2016. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.